Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 52 (mg/dl). Customer consumed juice to treat their low bg level. Recommendation was made to consult with health care provider to discuss diabetes management.

Manufacturer narrative:
Review of pump data recorded bolus requests before and after the customer's reported event on (B)(6) 2016. There were no low blood glucose values recorded in the pump history on the stated event date. Review of pump data did not show a pump malfunction, and indicated the pump was functioning as intended.